Manufacturer narrative:
Upon investigation of the actual device used in this incident it determined that station's timing is inaccurate by four minutes. A technical support specialist connected to the station and adjusted the station time to address the problem. The system functioned as intended after technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es systemstation's timing is inaccurate by four minutes, resulting in intermittent critical overrides. A customer confirmed that the user successfully retrieved the medication from a different station. There were no adverse events or injuries reported based on this event.